Manufacturer narrative:
An event regarding appearance involving a scorpio patella was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: visual inspection on the returned device indicated yellow discoloration of the patella. Material analysis: material analysis was performed on ultra-high molecular weight polyethylene (uhmwpe) barstock as part of nc. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 2 other similar events for the lot referenced which relates to appearance. Conclusions: it was reported that a scorpio universal patella was observed to be discolored upon opening the sterile packaging. The event was confirmed via evaluation of the returned device. A nc was raised to address this event.

Event description:
Opened sterile packaged scorpio universal patella and product was slightly discolored.